Manufacturer narrative:
29-apr-2025 product investigation results: complained product received - user handling was identified as root cause for the complaint.

Event description:
Stabbed - cheek- mouth [mouth injury] . Stabbed - lip [lip injury] . Metal shaft that comes out of the end, that the head fits on. The little end has broken off - oral-b [device breakage] . Brush no longer locks on - oral-b [device connection issue] . Case narrative: consumer via phone reported that the metal shaft on the oral-b toothbrush handle, type 3791 broke off on the end and the oral-b toothbrush head no longer locked in place which caused them to stab themselves in the cheek and lip while they were brushing their teeth. No serious injury was reported. 17-apr-2025 case update from information initially received on 26-mar-2025: the suspect product lot number was 1ca21841632. No serious injury was reported.

Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return.

Event description:
Stabbed: cheek- mouth [mouth injury]. Stabbed: lip [lip injury]. Metal shaft that comes out of the end, that the head fits on. The little end has broken off - oral-b [device breakage]. Brush no longer locks on - oral-b [device connection issue]. Case narrative: consumer via phone reported that the metal shaft on the oral-b toothbrush handle, type 3791 broke off on the end and the oral-b toothbrush head no longer locked in place which caused them to stab themselves in the cheek and lip while they were brushing their teeth. No serious injury was reported.